Event description:
It was reported that the lead was very difficult to remove during the revision. Electrodes 0 and 1 broke off during the removal. The break occurred in the s4 foramen. A new lead was placed, but the broken pieces were left within the patient. No attempt was made to remove them. An x-ray was taken as well. The patient's status was listed as no injury and no adverse event. No actions were taken as a result of the event. No patient symptoms were reported in relation to this event as well. No additional information was reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that no hospitalization was required. It was stated the patient recovered without sequela.

Manufacturer narrative:
Device used for off label indication. Product ID, 748910 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 748910 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 7439 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3093-28 lot# v003989, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3093-28 lot# v000108, implanted: 2005 (B)(6), product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).